Event description:
The device was implanted in 2000. The pump identified was presenting a chirp with grinding noises from the motor. Additionally, black dust was detected in the vent filter after three (3) days requiring change-out. A data waveform was collected as well in 2001. The analysis showed nothing unusual in 6/01, the pt experienced a low flow red heart alarm, the controller was switched and still showed a red heart alarm. The pt was switched to pneumatic back-up. The pt had been ongoing at a hosp, where the transplant team switched to pneumatic actuation. Over the weekend of that occurrence the pt was transferred back to the implanting facility and remained stable in the heart unit there in 7/001, data was collected over a two (2) hour run. All appeared normal with the pump at that time. The facility's team was going to run the pump periodically on electric actuation under supervised conditions and continue to collect waveforms for evaluation. The pt was swtitched to electric actuation on the next day and continued to do well without pump issues. Almost two weeks later the pt experienced a red heart alarm again and was admitted to the hosp and switched to pneumatic actuation in 11/01, the MFR was informed that the pt started to develop clots in legs and as a result, the pump was exchanged in 11/01, and the pt is doing well post-op. No further details were provided.